Event description:
The customer reported hearing a pop and the images went black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack and reloaded software. System operates as intended. (B) (4).